Event description:
This incident was initially reported by a branch facility on 03/24/2000, MFR report# 2024500-2000-00042. However, the incident has been forwarded to the MFR's facility for processing as co is the MFR. Co is considering this to be the initial submission. The customer reported the following info: 1) two nurses were attaching the regulator to a new oxygen cylinder in the hosp. 2) the regulator suddenly exploded when one of the nurses opened the cylinder valve by knocking the valve opener with a mallet. 3) both nurses received heat burns; one was restricted from work for 3 days.